Event description:
I have tried to use more that five dexcom stelo glucose monitors, but I cannot get the system to be deployed. I have reported the problem to dexcom and I continue to receive defective devices. There is definitely a major design and performance issue with this product that should warrant a potential recall or withdrawal from the market. Pt code: 4582. Device codes: 4042, 2588. Ref report: mw5181978.